Event description:
A customer observed discordant total b-hcg results for a patient sample tested on the eci analyzer. The biased result was not reported. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation showed that calibration and qc results were acceptable. There was no evidence of analyzer malfunction. Following respinning of the samples, accurate results were obtained. The root causse of the event is user error - the customer did not properly prepare the sample prior to testing.